Event description:
It was reported that during a routine generator change procedure, the physician noted insulation issues on this right ventricular (rv) and right atrial (ra) leads. The physician decided to replace both leads. The rv and rv leads were surgically abandoned and successfully replaced with new leads. No additional adverse patient effects were reported.